Manufacturer narrative:
Ten samples of 1ml luer-slip with 27x1/2¿ needles attached (p/n ¿ 309623) batch 3340120 were received and evaluated. All samples were received with unsealed packages, no needles were found to have been separated from the needle hubs as reported. The needle sticks are unable to be confirmed from the samples received. Five samples already had the shield removed and five were found to have the shield difficult to remove. The condition observed is non-conforming per product specification. Potential root cause for the shield tight defect is associated with the assembly process. The following corrective actions will be taken for shield tight defect: a quality alert will be sent out to the plant, and all associates working on this production line will be re-educated on syringe with needle inspection. Potential root cause for the needle pulled out of hub defect could not be determined as the complaint was unable to be confirmed. A device history record review was completed for provided lot number 3340120 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defects. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Event description:
Material#: 309623. Batch#: 3340120. It was reported that the bd syringe 1ml s/t w/ndl 27x1/2 rb needle pulled out of the hub. The following information was provided by the initial reporter: it was reported by the customer that she has experienced issues with the bd product, 309623 lot 3340120, as she injects herself and uses the product, she stated that the caps are difficult to remove, like she would need to use pliers to get them out, last two weeks after injecting the needle separated from the hub and got stuck in her leg, and last week as well the needle separated. She has also experienced incidents whereby she gets stuck by the needle several times and would have to have bandages due to needle stick. No serious injury or patient adverse event. Sample available, customer request replacement, please send 1 case, do not ship lot 3340120. Comments on 16/04/2024. 1. Date of event:april 22 and april 29, 2024 2. Please provide the address of the facility for us to ship the return label? (B)(6). 3. Did the event involve an urgent/life threatening medical situation? No. 4. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. Please include treatment/intervention provided and the outcome.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.